Manufacturer narrative:
DHR review was completed. Part number: 03.037.024. Synthes lot number: t125435. Release to warehouse date: 22-dec-2015. Manufacture site: (B)(4) part expiration date: n/a. List of nonconformance¿s: n/a. The lot t125435 was involved in a field investigation as potentially affected with a burr in the ø6.2 cannulation. The field investigation was closed with a decision of low or medium risk and no further actions required. The issue has no relevance to the complaint issue as the burr could only affect the helical blade coupling screw 03.037.026 from being inserted and would not affect the fit between the screw guide sleeve 03.037.017. Appropriate steps were started to address the issues. Further review of the device history record in tuttlingen showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. No ncrs were generated during the production of this device. A appropriate steps were taken in europe to address issues with color markings from the tfna system. No ncrs were generated during production. Review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. Customer quality conducted an investigation of the returned device. A visual inspection of the received impactor was made and no residues or any other contamination could be detected. Therefore this complaint is unconfirmed. The device is in a often used condition, the color markings are not present anymore and there are clearly visible wear marks at the handle contact surfaces. Based on these findings it can be concluded that the device was previously often used without any issues, which let us exclude a product related issue. The complaint description let us assume that the device was not reprocessed according to our instructions. Based on the complaint description it is not fully clear if the residues came out of the shaft or the handle cannulation. In this relation it can be mentioned that a disassembling instruction is available for this instrument. This instruction shows that the handle has to be disassembled for reprocessing. The important information leaflet states that lumens/cannula of devices should be manually processed prior to cleaning. Lumens/cannula should first be cleared of debris. Lumens/cannula should be brushed thoroughly using appropriately sized soft-bristled brushes and twisting action. Brushes should be tight-fitting. Brush size should be approximately the same diameter of the lumen/cannulation to be cleaned. Using a brush that is too big or too small for the diameter of the lumen/cannulation may not effectively clean the surface of a lumen/cannulation. In addition there are different sections in the cleaning chapters that ask for a visual inspection and that cleaning steps should be repeated during reprocessing if soil is still visible. Finally the inspection section does also ask for a inspection for cleanliness after reprocessing prior to sterilization. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier and weight not available for reporting. Patient age reported as 80¿s. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the preoperative instrument check-up, blood-like stains were noted coming from the cannulation of the helical blade inserter. Further review of the device revealed the cannulation was entirely covered with such stains. It was further reported device was cleaned and sterilized the previous day, (B)(6) 2018. Surgery was delayed approximately 15 minutes while the device was re-cleansed and re-sterilized. Device was used to complete the surgery. No adverse consequence to the patient was reported. This report is for one (1) helical blade inserter. This is report 1 of 1 for (B)(4).